Event description:
The respironics "vision" bipap machine had been properly set-up and applied to the patient. The respiratory care practitioner at the bedside was preparing to place the patient on mechanical ventilation (preparing to intubate patient) approximately 5 minutes after the bipap was initiated. The rcp then saw the patient turning blue, and the bipap machine screen was blank, no noticeable alarms were active. Patient was immediately removed from bipap and manually ventilated with resuscitation bag. The bipap machine did alarm when disconnected from the outlet. The outlet used was subsequently discovered to be "dead" when a portable ventilator also lost power after 15 mins. In the same outlet. The source problem may have been the bad outlet, but were uncertain why the bipap alarm was not activated by a power loss?